Event description:
It was reported that the patient underwent a fusion procedure. An unknown time post-op, there was a non union at the instrumented level, the interbody cage sunk into the vertebral body. The patient underwent a revision surgery. Everything was removed although patient had no complaints, iliac crest graft was then inserted at the explanted level.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information.